Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), rash ("rashes"), nausea ("nausea"), dizziness ("dizziness") and irritable bowel syndrome ("irritable bowel symptoms"). The patient was treated with surgery (underwent removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, rash, nausea, dizziness and irritable bowel syndrome outcome was unknown. The reporter considered dizziness, irritable bowel syndrome, migraine, nausea, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), rash ("rashes"), nausea ("nausea"), dizziness ("dizziness") and irritable bowel syndrome ("irritable bowel symptoms"). The patient was treated with surgery (underwent removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, rash, nausea, dizziness and irritable bowel syndrome outcome was unknown. The reporter considered dizziness, irritable bowel syndrome, migraine, nausea, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain ("abdominal pain") and headache ("headaches"). In (B)(6) 2015, the patient experienced eczema ("rashes or skin conditions type: dermatitis/eczema"). In (B)(6) 2016, the patient experienced nausea ("nausea") and dizziness ("dizziness"). On an unknown date, the patient experienced rash ("rashes"), irritable bowel syndrome ("irritable bowel symptoms"), cardiac disorder ("blood/heart disorder"), back pain ("back pain"), blood disorder ("blood/heart disorder"), arthralgia ("autoimmune diagnosed joint pain"), gastrointestinal disorder ("g I conditions"), dermatitis allergic ("allergy: rash/skin condition/ rashes or skin conditions type: dermatitis"), psychological trauma ("psych injury"), fatigue ("fatigue") and nervous system disorder ("nuero condit/problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, nausea, abdominal pain and dermatitis allergic was resolving, the rash, irritable bowel syndrome, cardiac disorder, back pain, blood disorder, arthralgia, gastrointestinal disorder, psychological trauma, fatigue, nervous system disorder, eczema, headache and weight increased outcome was unknown and the dizziness had resolved. The reporter considered abdominal pain, arthralgia, back pain, blood disorder, cardiac disorder, dermatitis allergic, dizziness, eczema, fatigue, gastrointestinal disorder, headache, irritable bowel syndrome, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, back, blood/heart disorder, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: new pfs received- new events added: plaintiff did not undergo any confirmation test, eczema, headache, weight gain.outcome of events migraines, pain, nausea, allergic reaction from unknown to recovering/resolving and event dizziness from unknown to recovered/resolved were updated. Reporter information was added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), rash ("rashes"), nausea ("nausea"), dizziness ("dizziness"), irritable bowel syndrome ("irritable bowel symptoms"), cardiac disorder ("blood/heart disorder"), abdominal pain ("abdominal pain"), back pain ("back pain"), blood disorder ("blood/heart disorder"), arthralgia ("autoimmune diagnosed joint pain"), gastrointestinal disorder ("g I conditions"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue") and nervous system disorder ("nuero condit/problem"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, rash, nausea, dizziness, irritable bowel syndrome, cardiac disorder, abdominal pain, back pain, blood disorder, arthralgia, gastrointestinal disorder, dermatitis allergic, psychological trauma, fatigue and nervous system disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, blood disorder, cardiac disorder, dermatitis allergic, dizziness, fatigue, gastrointestinal disorder, irritable bowel syndrome, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma and rash to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, back, blood/heart disorder, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event abdominal, back pain, blood/heart disorder, allergy: rash/skin condition, autoimmune diagnosed joint pain, psych injury, g I conditions, migraine, nausea, nuero condit/problem, fatigue added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), rash ("rashes"), nausea ("nausea"), dizziness ("dizziness") and irritable bowel syndrome ("irritable bowel symptoms"). The patient was treated with surgery (underwent removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, rash, nausea, dizziness and irritable bowel syndrome outcome was unknown. The reporter considered dizziness, irritable bowel syndrome, migraine, nausea, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.